Manufacturer narrative:
Sections a1 and b5 are updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that "[t]he event occurred outside of the actual procedure, prior to the patient being in the room."

Manufacturer narrative:
Corrected annex f code in additional codes section. Annex e code reported previously remains applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the inserter, lot number: 240103, was returned to the manufacturer for analysis. The returned inserter did not appear to have any physical damage, but when markers were attached and fully seated, the inserter displayed a good geometry error but a high divot error that would not allow verification. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that during instrumentation verification, the inserter would not register. A 3-5 mm alleged inaccuracy was observed. It was noted that the distance-to-divot value for the instrument was 3-5 mm. The patient tracker was connected to the patient with a 100 mm perc pin in the left posterior superior iliac spine (psip) and optical tracking was being used. A backup navigation tlif/dlif inserter registered successfully and surgery continued. Patient impact and surgical delay are both unknown. Additional information was received. It was reported that the instrument never passed verification at all.